Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the pt was revised due to pain. Upon explanting the devices, metallosis and wear of the liner were noted.